Manufacturer narrative:
The device was received undeployed. Rotational sensor abnormalities were observed in the download data which resulted in first prime ending early and the firing flat not being properly aligned by the end of second prime. The device was rerun, and the rotational sensor abnormalities were replicated. The investigation found no damage or defects to the rotational sensor assembly. The rotational sensor malfunction can be confirmed as the cause of the reported event. The exact cause of the rotational sensor malfunction could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.